Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced stomach discomfort and cloudy drain. On an unreported date, the patient was hospitalized due to another indication. At the time of this report, the event was still ongoing. The cause, treatment, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.